Event description:
The advocate stated the customer rec'd a blood glucose reading of 358 mg/dl from her didget meter and a reading of 120 mg/dl from another meter. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer declined to return any product for evaluation.